Event description:
The patient is very unsatisfied with pen needle. The needles bend very easily, and two nights ago one broke off while it was in his belly. Because of covid-19, his doctor told him to not come in, just keep an eye on it. If it were not for the virus, they would have x-rayed him and probably taken the needle out.